Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): a type iii endoleak was noted 144 days post-procedure. On (B)(6) 2023, the patient was routinely treated for a fusiform thoracic aortic aneurysm with proximal placement of a zta-pt-38-34-167 and distal placement of a zta-p-34-113. Pre-procedure imaging data has not yet been entered. Procedure imaging revealed patent device, no endoleak, and no device issue. On (B)(6) 2023 at the one-month follow-up CT revealed patent device, no device issue, and a type ii endoleak. Six-month follow-up CT revealed patent device, no device issue, and type iii endoleak (subtype a, b, or c not provided). No secondary intervention was performed to treat either endoleak. It has been queried for confirmation that the type ii endoleak seen at 1-month was no longer present at the 6-month follow-up, and a new type iii endoleak was present at 6-month follow-up. Patient outcome: no follow-up data beyond the 6-month CT on (B)(6) 2023 has been entered. No secondary interventions or adverse events have been entered.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D1) denmark, g1) denmark, g1) denmark. Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Additional information provided 05mar2025 and according to the clinical site, the event is no longer reported as a type 3 endoleak as this was a data entry error by site. Instead, the event is reported as a small type ii endoleak. The event is therefore no longer considered reportable as endoleak type ii is due to patient anatomy and not due to device deficiency. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 05mar2025: the site¿s response query: ¿according to the follow-up consultation report, there is a minimal type ii endoleak, fed via an intercostal artery, which will require simple monitoring."